Manufacturer narrative:
Qn#(B)(4). The full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported "we would like to report recurrent incidents causing delay in intubation procedure and ventilation, lesions in the nasal passages and prolonged recovery time. Indeed the anaesthesia department observed that they are too rigid causing lesions and hemorragies, oedemas and pains after surgery around nasal passages." The patient's current condition is reported as "unknown". Additonal information was requested from the customer, there is no additional information available at this time.

Event description:
It was reported: "we would like to report recurrent incidents causing delay in intubation procedure and ventilation, lesions in the nasal passages and prolonged recovery time. Indeed the anaesthesia department observed that they are too rigid causing lesions and hemorrhagies, oedemas and pains after surgery around nasal passages." The patient's current condition is reported as "unknown". Additional information was requested from the customer, there is no additional information available at this time.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.